Event description:
It was reported that the patient had endocarditis. The device and leads were extracted and replaced. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. (B)(4): the full lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The proximal conductor was melted. The outer insulation was melted, had cosmetic environment stress cracking, and had cosmetic depression. Visual analysis noted apparent explant damage. Continuity failed for the proximal conductor because the proximal conductor melted at 40 cm. (B)(4): the distal segment of the lead was returned and analyzed. No anomalies were found. The defibrillation conductor was distorted. There was blood/body fluid on the outer tubing overlay. The inner tubing was kinked/buckled. The outer tubing overlay was melted, had cosmetic environmental stress cracking, and was breached cut. The inner tubing was torn. The exposed defibrillation coil had a white substance. There was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage. (B)(4): the distal segment of the lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.